Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the hickman s/l catheters products that are cleared in the us. The pro code for the hickman s/l catheters products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540ce chronic catheter allegedly experienced fracture and stretching. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) female patient was (B)(6).

Manufacturer narrative:
H10: the lot number for the malfunction was provided, therefore the lot history review will be performed. The device was returned for evaluation. The investigation is identified for catheter break and stretched. The device is labeled for single use. H10:the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman s/l catheters products that are cleared in the us. The pro code for the hickman s/l catheters products is identified in d2. H10: g4. H11: g1,h6(result & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540ce chronic catheter allegedly experienced fracture and stretching. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 48 year old female patient was 60 kg.